Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-dependent patient had a history of noise on the right ventricular (rv) and right atrial (ra) leads. Programming changes were made to resolve most of the noise being oversensed for the ra lead. The rv lead noise seemed a lead problem as the noise did not look like it was from emi (electromagnetic interference). Programming changes were discussed; however, no intervention was made. The patient was asymptomatic.

Manufacturer narrative:
Correction: device manufacture date was missing from the initial MDR.